Event description:
It was reported that the patient the patient had a potential on going csf leak. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein patients system was explanted and the surgeon made an incision and injected fluid not used for a blood patch to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.